Event description:
It is reported that the pt is alleging harm caused by the device; however, the nature of the harm is unk at this time.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Neither surgical notes nor x-rays were provided; therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-00994, 0001822565-2016-02899, 0002648920-2016-00993. Tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee cat: 00598003701 lot: 61193055, all poly patella size 32 mm dia. Standard 8.5 mm thickness cat: 00597206532 lot: 61203704, articular surface with insert and locking screw use with lps/lps-flex 51 or 52 suffix femorals size ef 20 mm height cat: 00596203220 lot: 60258107, taper stem plug cat: 00596009900 lot: 61215922, palacos r 1x40 single cat: 00111214001 lot: 68194202, reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient has alleged pain and harm from the device.